Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted. The left belt clip rail broke off. There is a crack in the battery threads that runs along the back side parallel to the top. The s/n label located between the belt clip rails is illegible. Finally the center (enter) keypad button is cracked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected battery power loss. Customer's blood glucose value was 8.3mmol/l. Customer states the battery cap is not loose, cracked or damaged and they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer also states that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was assisted with troubleshooting. Device will be return for analysis.